Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A caller reported via phone call indicating physical damage in the form of scratches on the customer's insulin pump. The customer's blood glucose level was 40 mg/dl at the time of the incident. The customer did not mention any symptoms of their blood glucose levels. Caller states that the patient is suffering from dementia and may not be able to use the pump much longer. The customer sated that they can read the screen of the device. The caller was advised to monitor the device or any issues.